Event description:
The customer reported that the system would display a random collimator iris potentiometer error message upon boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep tightened loose hardware and performed a collimator calibration. The system was tested and found to be working as intended and put back in service.